Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. The pump passed all testing and no component could be identified for causality.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.